Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 38.8-38.9cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 10.1-13.1cm from the distal tip. Internal insulation abrasion was noted at 7.1-8.1cm from the distal tip. The etfe coating was intact at these locations.